Event description:
Customer reported not able to test blood glucose due to an errc 4 message appeared on their freestyle flash meter. Customer reported experiencing symptoms of tremor and one episode of seizure. Customer was taken to the emergency room where he was treated with an unknown oral medication, and underwent surgery for an aneurysm. However, it is unknown whether the seizure is related to her diabetes or to her aneurysm. It is unknown what the diagnosis is at the hospital, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.